Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced the device going off for no reason at all and when trying to turn it back on they couldn't get it back on. Device did eventually turn on by itself. They had not had any problems for the last, apparently three weeks since this event occurred. Follow up information received noted that the device was assessed; there was no cause for the device shutting off. There was no malfunction noted in this reporter's observation. Troubleshooting involved attempting to turn the device off with the programmer and removing and replacing batteries two times. The issue could not be duplicated. The patient's current status was no additional concerns from the patient.